Event description:
It was learned through implant patient registry that a 23mm aortic valve was explanted after an implant duration of 3 years, 3 months due to pannus. The explanted valve was replaced with a 23mm 3300tfx valve. Per customer the reason for intervention was endocarditis.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry that a 23mm aortic valve was explanted after an implant duration of 3 years, 3 months due to unknown reason. The explanted valve was replaced with a 23mm valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry that a 23mm aortic valve was explanted after an implant duration of 3 years, 3 months due to pannus. The explanted valve was replaced with a 23mm valve. Product evaluation confirmed pannus.

Manufacturer narrative:
H3: product evaluation: complaint was unable to be confirmed due to unknown reason. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 on the inflow aspect and 1mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect and moderate at the outflow aspect. As received, leaflet 1 had a cut approximately 4mm x 9mm and leaflet 3 had a cut approximately 4mm x 7mm. The cuts had a smooth and straight edge; a returned leaflet fragment appeared to match up with valve on leaflet 3. Wireform was exposed near leaflet 1. Multiple pledgets remained attached around the sewing ring. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.